Event description:
User facility reports that "when surgeon requested laser probe, he indicated that the illumination was not working and requested a new probe which did work. Each time probes needed to be switched. Biomed was contacted regarding laser. Pt with vitreous hemorrhage repair, no harm to pt."

Manufacturer narrative:
This document is associated with medwatch (mw) report (B)(4). A copy of the report has been requested from the FDA. The device was not returned to iridex. A review of our records show that the device was not manufactured for/by iridex.